Manufacturer narrative:
B3 date of event: in-stent restenosis noted in 2014. D6a implant date: device implanted in 2005.

Event description:
Agent ide study in 2005, prior to the index procedure, percutaneous coronary intervention (pci) was performed to the left anterior descending (lad) and right coronary (rca) arteries with taxus stents of unknown sizes. In 2014, in-stent restenosis at lad and rca was treated with 2.50 mm x 12 mm, 2.50 mm x 8 mm and 2.50 mm x 12 mm non-boston scientific stents.